Manufacturer narrative:
The investigation is ongoing. Once additional information is obtained a supplemental report will be issued.

Event description:
Lenstec received an email stating "the haptic broke and the doctor had to enlarge the incision to remove the lens from the eye."